Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient notified an increase in their heart rate with sensations in their heart. The patient noted the cardiac resynchronization therapy defibrillator (crt-d) delivered a shock and went to the emergency room. The patient was admitted and the device was interrogated; inappropriate therapy was delivered for non-sustained ventricular tachycardia. It was noted the nsvt was below the ventricular tachycardia (vt) detection interval, which delayed therapy. Anti-tachycardia pacing was unsuccessful therefore a shock was delivered. The physician lowered the vt detection interval and extended the detection intervals out in an attempt to prevent inappropriate therapy for nonsustained arrhythmias. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.